Event description:
Revision due to failed knee arthroplasty secondary to tibial periprosthetic fracture and aseptic loosening.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was confirmed by radiograph. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision due to failed knee arthroplasty secondary to tibial periprosthetic fracture and aseptic loosening.